Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump platen was bent causing the pump to free flow and over infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump under infused. The initial reporter stated that this occurred during testing. (B)(4).